Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in section a4 as the customer's weight was not provided. This event is related to MDR 1810909-2023-00246.

Event description:
The customer reported that her blood glucose readings were not being stored in the memory of the contour next ez meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next ez meter with serial # (B)(6) and contour next test strips associated with the event for evaluation. An in-house testing was performed with the returned meter and returned test strips using blood sample, which gave a satisfactory performance. The blood glucose readings obtained with the in-house testing were properly stored in the meter's memory.

Manufacturer narrative:
UDI related data quality updates only: sections d1 (brand name), d4 (catalog #, lot # and UDI #) and g4 (510k#) have been updated. The contour® next ez meter does not have an expiration date. Therefore, no information was captured in section d4 (expiration date). The warranty period of the meter is 5 years from the date of the original purchase.